Manufacturer narrative:
(B)(4). The customer returned a single guide wire assembly for evaluation. The guide wire was returned retracted within the advancer tube and the cap from the assembly was missing. The guide wire was observed to have several kinks along the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 33, 385, 421 and 448 mm from the proximal tip. The overall length and diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Slight resistance was met advancing the kinks through the insertion components, however, the undamaged portions passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered , withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations along the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) did not advance smoothly during use.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg kinked in use.

Event description:
The customer reports the swg (spring wire guide) did not advance smoothly during use.